Manufacturer narrative:
B5: additional procedure information. H6: the quality investigation is complete.

Event description:
It was reported via medwatch report #2201010000-2019-8013 that the blade broke. It was also reported there were no adverse consequences as a result of this event. It was subsequently reported that the procedure was a total hip revision surgery. It was also reported that there was a delay of several minutes and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported via medwatch report # (B)(4) that the blade broke. It was also reported there were no adverse consequences as a result of this event. No further information was provided.